Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va13hck, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Patient went to surgeon when effectiveness of therapy decreased. Patient believes "tough sex" and impedance might have led or contributed to the issue. Integration of system showed 100% impedance. Patient reported that replacement was carried out on (B)(6) 2016 and issue was resolved. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.